Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic: chronic') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2003 to (B)(6) 2006 for contraception. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("pain: abdominal chronic"). The patient was treated with surgery (ablation and d&c and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, chronic, dyspareunia (painful sexual intercourse), abnormal bleeding (general), psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs and mr received: lot number added. Events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish were added. Reporters, patient demographics, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic: chronic') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 12269268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone + ethinylestradiol (yasmin) from (B)(6) 2003 to (B)(6) 2006 for contraception. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury / depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("pain: abdominal chronic"). The patient was treated with surgery (ablation and d&c and hysterectomy (full),salpingectomy (bilateral). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, chronic, dyspareunia (painful sexual intercourse), abnormal bleeding (general), psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Lot number: 12269268. Manufacture date: 2004-09. Expiration date: 2006-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic: chronic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, chronic, dyspareunia (painful sexual intercourse), abnormal bleeding (general), psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified event¿ pain: pelvic chronic, pain: abdominal chronic, abnormal bleeding (general), pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse and psych injury¿. Reporter, demographics; lab data, essure indication (amended), removal date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.